Event description:
The patient stated that for their abbott scs device, they felt the stimulation and if they turned it up too high it would shoot them to the ceiling and get strong and that the abbott scs device wasn't helping as well as they'd liked either. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).